Event description:
Erroneous high creatinine results began to be reported on both inpatient and clinic patients, including the renal transplant clinic. The manufacturer was notified and three days later they made a site visit on to initiate their own investigation, which is ongoing. The analyzer involved is the olympus au5421.